Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low back pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heel exostosis in 2015, umbilical hernia repair (reported for 2 years already) on (B)(6) 2015, pollen allergy (positive test) in (B)(6) 2013, grass allergy (positive test) in (B)(6) 2013, dermatitis (allergy test performed) in (B)(6) 2013, urticaria in 2013, hirsutism (treated) on (B)(6) 2013, normal delivery (live child) on (B)(6) 2013, cervicalgia in 2009, allergic rhinitis, myalgia, myositis, appendicectomy, mitral regurgitation, tricuspid regurgitation, urinary tract infection and prolapsed cervical disc. Concurrent conditions included hip arthropathy since 2014, chest pain since 2013, abdominal pain since 2013 and ventral hernia (hypogastric hernia) since 2013. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced urinary tract infection ("urinary tract infection"), renal pain ("strong left kidney pain") and cystitis ("cystitis"). In 2015, the patient experienced abdominal pain ("abdominal pain"). In 2016, the patient experienced rash ("exanthema"). In 2017, the patient experienced vulvovaginitis ("recurrent vaginitis, which was diagnosed as non-specific vulvovaginitis") and vulvovaginal pain ("vulvodynia"). On (B)(6) 2017, the patient experienced vulvovaginal candidiasis ("fungal infection / candida infection"), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vulvovaginal pruritus ("itching"), alopecia ("hair loss") and dyspepsia ("poor digestion"). The patient was treated with surgery (laparoscopic surgery with medical device, both fallopian tubes and uterus removed on (B)(6) 2018.). Essure was removed on (B)(6) 2018. At the time of the report, the back pain and renal pain had not resolved and the vulvovaginal pruritus, vulvovaginal candidiasis, vulvovaginitis, vulvovaginal pain, urinary tract infection, alopecia, dyspepsia, cystitis, abdominal pain and rash outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dyspepsia, rash, renal pain, urinary tract infection, vulvovaginal candidiasis, vulvovaginal pain, vulvovaginal pruritus and vulvovaginitis to be related to essure. The reporter commented: in 2017, recurrent vaginitis, diagnosed as non-specific vulvovaginitis, culture: candida albicans, urinalysis: e.coli, klebsiella pneumoniae .gynaecology check-ups in (B)(6) 2017 and (B)(6) 2017. Genital culture due to no improvement after treatment, was negative. A vulvar punch biopsy showed no histology signs of malignancy, but inflammation. A treatment was prescribed and she was referred for pelvic floor examination due to vulvodynia and chronic pruritus. ¿she wants to know if these symptoms are caused by essure. (Hcp) explained to her that there is no causal relationship, but if she wishes to remove the essure, she can request it.¿ allergy department did standard series contact test (true test iii) and a metal series test with negative results for all tested allergens. Essure removal surgery was uneventful in (B)(6) 2018. Afterwards visit in (B)(6) 2018 for ongoing symptoms, culture positive for citrobacter koseri. She did not show up for scheduled check in (B)(6) 2019. Urology check-up testing in (B)(6) 2019 for recurrent urinary tract infections and renal colics. After cytology, urine culture, ultrasound, computed axial tomography (cat) scan, and nuclear magnetic resonance (nmr) tests she was diagnosed with renal angiomyolipoma. Primary care doctor (pcd) and emergency department visits in 2020 and 2021 due to low back pain and chest pain. She experienced the following: bronchitis, anal fissure, hemorrhoids, osteochondritis, urinary tract infection, renal colic, etc. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: standard series contact test (true test iii) and a metal series test with negative results for all tested allergens. Biopsy - in (B)(6) 2017: vulvar punch: no histology signs of malignancy. Inflammation. Computerised tomogram - on an unknown date: both kidneys of normal size, shape, and of normal contrast collection and excretion. Right low-density lesion, with defined edges, that may be related to a complex cyst or angiomyolipoma with low fat content. I recommend a magnetic resonance. No observable kidney stones, pyelectasis or suspect filling defects. Culture urine - on (B)(6) 2017: e.coli, klebsiella pneumoniae. Cytology - in (B)(6) 2018: normal. Microbiology test - on (B)(6) 2017: gynecology: candida albicans; in (B)(6) 2017: due to ongoing symptoms: negative result; in (B)(6) 2018: positive for citrobacter koseri. Pathology test - on (B)(6) 2018: no alterations found in either fallopian tube. Urological examination - in (B)(6) 2019: urology check-up testing for recurrent urinary tract infections and renal colics. Cytology, urine culture, ultrasound, computed axial tomography (cat) scan, and nuclear magnetic resonance (nmr) tests were performed. She was diagnosed with renal angiomyolipoma. X-ray - in (B)(6) 2014: normally inserted essure devices; in (B)(6) 2014: due to chest and back pain: no findings in her back. Hip asymmetry of no relevance; in (B)(6) 2018: after complete essure removal: no alterations. Concerning the injuries reported in this case, the following one/ones were received via medical records: abdominal pain, cystitis, rash, vulvovaginal candidiasis, vulvovaginal pain, vulvovaginal pruritus, vulvovaginitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2021: medical records were provided by lawyer: plaintiff address and ID added. Medical history and test results added(none reported previously). New events added (from medical records): abdominal pain, cystitis, rash, vulvovaginal candidiasis, vulvovaginal pain, vulvovaginal pruritus, vulvovaginitis. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low back pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pruritus ("itching"), candida infection ("candida infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), dyspepsia ("poor digestion") and renal pain ("strong left kidney pain"). The patient was treated with surgery (laparoscopic surgery with medical device, both fallopian tubes and uterus removed on (B)(6) 2018.). Essure was removed on (B)(6) 2018. At the time of the report, the back pain and renal pain had not resolved and the pruritus, candida infection, urinary tract infection, alopecia and dyspepsia outcome was unknown. The reporter considered alopecia, back pain, candida infection, dyspepsia, pruritus, renal pain and urinary tract infection to be related to essure. The reporter commented: that at the time of the events, did not have any relevant past medical-surgical history. He also reported that the damages suffered may be classified as physical and psychological damages. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low back pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pruritus ("itching"), candida infection ("candida infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), dyspepsia ("poor digestion") and renal pain ("strong left kidney pain"). The patient was treated with surgery (laparoscopic surgery with medical device, both fallopian tubes and uterus removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the back pain and renal pain had not resolved and the pruritus, candida infection, urinary tract infection, alopecia and dyspepsia outcome was unknown. The reporter considered alopecia, back pain, candida infection, dyspepsia, pruritus, renal pain and urinary tract infection to be related to essure. The reporter commented: that at the time of the events, did not have any relevant past medical-surgical history. He also reported that the damages suffered may be classified as physical and psychological damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.